Manufacturer narrative:
Per the (B)(4) technician evaluation, returns observed that it looked like the affected fork has rough edges, as if an attempt to hammer it straight was done.  The brake was also seen biting into the wheel.  The fork is confirmed to be bent.

Event description:
Per the canadian technician evaluation, returns observed that it looked like the affected fork has rough edges, as if an attempt to hammer it straight was done. The brake was also seen biting into the wheel. The fork is confirmed to be bent. Client fell when using rollator as the fork bent during regular use.

Event description:
Client fell when using rollator as the fork bent during regular use.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.